Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that they need a brain MRI and wanted to know if they needed any paperwork for that. Patient said their implant is off and they have not used it in several years. Patient mentioned that they think the equipment inside them may have corroded or something. Patient was going to have the implant taken out but it would be too big a surgery and too much to deal with to heal. Patient no longer has external equipment, agent reviewed options. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.